Event description:
It was reported that patient was experiencing a feeling pain in low back and down legs, they reported never having therapeutic effect stating "pain has never gone away!! They know that". They reported having had shingles requiring a prednisone pack for pain. The prednisone diminished pain for approximately 2 weeks and patient is having an epidural (B)(6) 2017 for pain. The patient reported that they are not sure what the cause of the pain is. Lifted their (B)(6) granddaughter recently and shingles were reported as happening when the pain started. Patient programmer (pp) communication without antenna confirmed that stimulation is on and at 7.20 v. No additional symptoms or additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient state they never had therapeutic effects.